Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation due to a report that it would not charge above 50 joules. During bench testing, the issue was not reproducible, and the device successfully delivered energy at all charge levels using known good test equipment. Review of device logs indicated that the device limited energy to 50j on march 8th, a condition consistent with the use of internal handles/paddles. If internal handles were not in use at the time of the event, the behavior may be attributable to accessory or cable-related factors, which were not returned for evaluation. The device functioned within specifications during evaluation, and no device malfunction was confirmed. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device failed to charge to set energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.